Manufacturer narrative:
The sterilization process for this device is in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. Therefore, it is highly unlikely that the specification device caused or contributed to any pt infection. In addition, before each mfg lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum, minimum and actual gamma dose in kgy. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not briefly or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised due to infection.